Event description:
It was reported that the right ventricular pacing lead was explanted and replaced for an upgrade to a defibrillation lead. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.